Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins). It was reported that they charged the battery pack overnight, and after 12 hours of recharging from the ac power supply cord the green light was still flashing above the controller screen. The battery for the controller said 100%, but after charging the ins for 20 minutes the controller battery level dropped to 80% and only charged the ins battery 10%. They stated that they had nothing but problems with the external equipment. On the second or third time charging the ins, the antenna would get hot. The cord going into the paddle and the paddle itself got hot. They had to press the recharger paddle hard against their body to the point that the patient's pain was increased in their back. The patient charged their ins in a chair and the recharger design was horrible.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6), UDI#:(B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed failed t6030 (rms voltage at the h field probe) due to rtm recharge coil defective. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.